Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. "E.1. Initial reporter facility: (B)(6)".

Event description:
It was reported that when using the bd pyxis¿ es server, it pyxis was stopped sending acks. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the it was able to connect to the server; however, reports were not generating correctly. The integration engineer (ie) investigated and the found that possibility of a vulnerability scanner at work during that timeframe that impacted both the adt and orders connections (with the orders connection being able to recover successfully, but not the adt). The customer it confirmed this and added that vulnerability scans from qualys were consistently targeting this server every sunday during the specified timeframe. Adjusted the local windows firewall settings on the cce server to permit only tcp connections on the hl7 interface ports from enterprise integration engine. This measure aims to prevent the tcp disruptions caused by vulnerability scans on those ports. Kept this case open until at least next monday (8/18), as the next vulnerability scan on the cce server is scheduled for sunday, 8/17. The customer confirmed that the issue was resolved, and the case can be closed. The system functioned as intended after the investigations on the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it pyxis was stopped sending acks. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.